Manufacturer narrative:
The permanent cautery hook (pch) instrument was not returned isi for failure analysis investigation. Therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be if additional information is received. Based on the information provided, this complaint is being reported due to the following conclusion: during a da vinci assisted surgical procedure, the pch instrument broke and a piece from the instrument fell into the patient. Although, no patient harm, adverse outcome or injury was reported, it is unknown what caused the instrument piece to break off and fall into the patient.

Event description:
On 08/18/2016 intuitive surgical, inc. (Isi) received (B)(4) with the following event description: during a procedure a permanent cautery hook was loaded onto the robot arm and inserted into abdomen. While the surgeon was working a small piece of the tan insulation fell off the tip of the instrument into the patient abdomen. This was instantly retrieved by the surgeon and removed from the abdominal cavity and instrument removed from field. There were no injuries sustained by the patient. Both the instrument and the dislodged insulation were secured by the cst.